Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged due to "lack of patient compliance". The lead was repositioned and is still in use. No further patient complications were reported as a result of this event.